Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 medical device problem code: 2017 - improper or incorrect procedure or method.

Event description:
Crd_1056 site patient ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully utilizing a 12f amplatzer torqvue delivery system (lot: 9156090). The patient presented in atrial paced rhythm. Heparin was administered. Activated clotting time during the procedure was 720. Left atrial pressure was 13mmhg. Protamine was administered after completion. Patient was perscribed asprin and plavix and remained compliant. On (B)(6) 2024 during routine 6-week transesophageal echocardiogram (tee) a very large oval shaped thrombus was observed on the amulet. The patient was hospitalized with heparin administered via IV drip. On (B)(6) 2024, the thrombus was removed via an angiovac. Patient is stable and coumadin has been started. Patient will remained hospitalized until inr is > 2.

Manufacturer narrative:
An event of very large oval shaped thrombus on amulet during routine 6 week transesophageal echocardiogram was reported. Information from filed indicated that heparin was administered and the patient's activated clotting time during the procedure was 720, above the recommended range of 250¿350 seconds per amulet instructions for use. Patient was prescribed asprin and plavix and remained compliant. The thrombus was removed via an angiovac. Field also indicated that the patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. All tee images provided by field appeared to show the presence of a thrombus. The majority of it seemed to be towards the pulmonary ridge side, but it appeared to be adhered to the disc of the amulet. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.